Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling thumping when moving around and questioned how to check the cardiac resynchronization therapy defibrillator (crt-d) device through the monitor. The patient stated that they have lost a lot of weight and the device has slipped down almost under the arm. The device remains in use. No further patient complications have been reported as a result of this event.